Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow up, loss of capture was noted on the device of a pacemaker-dependent patient. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Upon receipt of additional information, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received from the field indicating that the cause of the event was due to insulation damage on the patient's right ventricular lead.